Manufacturer narrative:
On 24apr2018, fse arrived at the site to address the reported event. Inspection of the device revealed that the wash probe was sticking intermittently, which prevented the cups from evacuating completely and resulted in erratic results. Fse replaced the wash probe, waste pump, and diluent /wash pump. He was subsequently able to run precision on two levels of controls to verify that the instrument was functioning properly. No further action was required by field service. On 03may2018 ts followed up with the customer. The customer performed a second comparison of 20 samples with the reference lab to confirm the analyzer was performing as expected. The data was stored on sharepoint. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 training manual version 8; chapter6 - maintenance procedure for b/f probe -was reviewed. The aia-360 training manual under chapter 6- maintenance indicates that the b/f probe tip should be replaced every year or every 4000 tests, whichever comes first. The aia-360 quick reference guide version 3 provides instruction for replacing the b/f probe: make sure the power switch is in off position. Loosen the 5 screws on the back panel. The screws do not need to be taken out. Lift the panel and slide it out. Move the sample probe assembly (a) very gently all the way to the right. The b/f probe is located to the left of the sample probe assembly. Remove the b/f wash probe assembly from its holder by turning the metal thumbscrew (b) counter clockwise. Carefully hold the b/f probe. Do not pull too hard on the tubing. Using a soft brush, clean the wash probe with a deprotenizing agent. Wet a 4x4 gauze with deionized water and wipe the probe. Use kimwipes® and dry the probe. Replace the probe tip every year (or 4000 tests). Re-install the b/f probe assembly into its holder. Make sure the tubing and wiring are not obstructed. Align probe, so that it is in the center of the hole. Poor alignment will damage the probe. Tighten the thumbscrew on the probe assembly & check alignment again. Do not over tighten. Move the sample probe assembly back to home position. Check for leaks and wipe with ethanol any liquid that has splattered on the carousel. Switch on the power. Do not put your hand inside the system when the power is on. Check if instrument homes correctly. Re-install back panel and tighten screws. The most probable cause of the reported event was due to fault/ failure of the wash probe.

Event description:
On (B)(6) 2018, the customer reported receiving discrepant results for prostate-specific antigen (psa) samples on two patients with the aia-360 analyzer (refer to MFR report #:3005529799-2018-00426). The customer reported receiving the result 0.25 ng/ml after running a prostate-specific antigen (psa) sample for a patient with a known history of prostatectomy. The customer reran the sample a second time and received the result 1.80 ng/ml. The customer stated that they would send the sample out to a reference lab for comparison and would not report the results. The customer stated that they were using plasma for psa samples and were not certain how long the samples were run. Technical support (ts) instructed the customer to run quality control (qc) and results were within range. Ts asked the customer to perform the decontamination procedure, recalibrate, and run controls. On (B)(6) 2018, the customer reported that psa recalibration was good and quality controls were within range. The customer stated they would attempt to run samples that day, and would watch for any suspect results. On (B)(6) 2018, the customer reported that five psa patient samples ran the day before received results that were inconsistent with the patients' clinical histories (refer to MFR report #:3005529799-2018-00452). The customer sent the samples to a reference lab to compare results. The customer did not report the psa patient samples generated with the aia-360 analyzer out of the lab. The customer used the results obtained at the reference lab. The customer was unable to run and requested service. There is no indication of any patient intervention or adverse health consequences due to this event.